Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the dlog and associated aim images does not show a clear root cause for the reported air in the blood warmer tubing of the return line at roughly 3/4 through the procedure. The dlog shows there was no alarm raised from return line air detector (rlad) for air in the return line. The rlad is located on the bottom left corner of the return pump, inside the return pump housing. It will constantly monitor for air flowing downstream of the return pump during procedural operation. If air is detected by this sensor during the procedure, an alarm will raise, and the pumps will be paused to perform air removal. No alarm was raised by the rlad during this procedure. The operator paused the procedure 5 times after 160 minutes into the procedure. If the rlad does not raise an alarm for air moving past it and the operator confirms there is air in the blood warmer tubing it is possible the air entered the tubing from the luer connection between the blood warmer tubing and the return line. It was confirmed with the dlog that the operator configured optia to use a blood warmer during this procedure. It is possible for air to enter the blood warmer tubing if the luer connection from the return line to the blood warmer tubing is placed 20 inches higher than the patient access site and/or if it is not tightly closed. In the case which air is introduced from the site of this luer connection then it cannot be detected by the rlad since it is downstream of the sensor near the return pump. Therefore, it is important to take the appropriate actions to prevent air from entering the blood warmer tubing. To do this, the operator should ensure the luer connection from the return line to the blood warmer tubing is tight and put the luer connection no higher than 20 in (50 cm) above the return access site. The optia system has two safety mechanisms to detect air in the system and prevent it from being returned to the patient. The primary system is the reservoir level sensors which houses the fluid before it is returned to the patient. The secondary safety mechanism is the return line air detector (rlad). Both safety systems were verified to be functional and did not indicate air was present in the set. Terumobct.com there were a large number of alarms raised during this procedure. A total of 119 alarms were raised in 182 min of procedure time. The frequent occurrence of alarms can affect the performance of a procedure since these alarms will pause the pumps and disrupt the interface in the centrifuge channel. 95 of these were the alarm ¿inlet pressure was too low¿. This alarm is raised when the inlet pressure sensor detects a lower-than-expected reading. It may be caused if the inlet patient access was not properly positioned, if the inlet line was obstructed, or if the flow rate was too high for the size of the inlet access used. In this case, as a response to the high number of access pressure alarms, the operator frequently changed the inlet flow rate, correctly lowering it at times and raising it shortly after. It may be necessary for the operator to maintain a low flow rate for longer to address access pressure alarms. Ensuring the patient access is appropriately sized, nothing is blocking the access, the inlet flow rate is not too high, and generally controlling access issues is important as these can greatly contribute to the success of a procedure. In addition, aim image review showed evidence of some clumping occurring in the channel connector throughout this procedure. It is important to maintain adequate anticoagulation for the blood to properly separate and minimize the opportunity for platelet clumping to occur. The inlet:ac ratio necessary to maintain adequate anticoagulation varies for each patient and may not be related to the patient¿s hct or platelet count. In addition, the required inlet:ac ratio may not remain constant throughout the procedure. Because of this, the likelihood for platelet clumping to occur during a run is difficult to predict. Therefore, every procedure should be observed for clumping in the connector. It may appear in the interface and make the interface look wavy. If a clump is observed, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet:ac ratio to 8 until the clump disappears, which may take up to 100 ml of inlet volume processed. If the clump persists, it may become a clot, which is much more difficult and sometimes impossible to eliminate. In this case, the operator did not decrease the inlet:ac ratio at any time during this procedure. However, review of the dlog shows all safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. The rlad and reservoir level sensors were found to be working as appropriate. No clear root cause was found for air reported in the blood warmer tubing. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Blood warmer tubing lot# 32085432 a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that during a red blood cell exchange (rbcx) procedure they noticed air in the blood warmer tubing. They had an alarm because the normal saline bag went dry. They customer did the trouble shooting for the air in the line and they were able to continue the run. Luer connections were tight and there was no clotting in the channel or return reservoir patient is in stable condition. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported to terumo bct customer support that during a red blood cell exchange (rbcx) procedure they noticed air in the blood warmer tubing. They had an alarm because the normal saline bag went dry. They customer did the trouble shooting for the air in the line and they were able to continue the run. Luer connections were tight and there was no clotting in the channel or return reservoir patient is in stable condition. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the dlog and associated aim images does not show a clear root cause for the reported air in the blood warmer tubing of the return line at roughly 3/4 through the procedure. The dlog shows there was no alarm raised from return line air detector (rlad) for air in the return line. The rlad is located on the bottom left corner of the return pump, inside the return pump housing. It will constantly monitor for air flowing downstream of the return pump during procedural operation. If air is detected by this sensor during the procedure, an alarm will raise, and the pumps will be paused to perform air removal. No alarm was raised by the rlad during this procedure. The operator paused the procedure 5 times after 160 minutes into the procedure. If the rlad does not raise an alarm for air moving past it and the operator confirms there is air in the blood warmer tubing it is possible the air entered the tubing from the luer connection between the blood warmer tubing and the return line. It was confirmed with the dlog that the operator configured optia to use a blood warmer during this procedure. It is possible for air to enter the blood warmer tubing if the luer connection from the return line to the blood warmer tubing is placed 20 inches higher than the patient access site and/or if it is not tightly closed. In the case which air is introduced from the site of this luer connection then it cannot be detected by the rlad since it is downstream of the sensor near the return pump. Therefore, it is important to take the appropriate actions to prevent air from entering the blood warmer tubing. To do this, the operator should ensure the luer connection from the return line to the blood warmer tubing is tight and put the luer connection no higher than 20 in (50 cm) above the return access site. The optia system has two safety mechanisms to detect air in the system and prevent it from being returned to the patient. The primary system is the reservoir level sensors which houses the fluid before it is returned to the patient. The secondary safety mechanism is the return line air detector (rlad). Both safety systems were verified to be functional and did not indicate air was present in the set. Terumobct.com there were a large number of alarms raised during this procedure. A total of 119 alarms were raised in 182 min of procedure time. The frequent occurrence of alarms can affect the performance of a procedure since these alarms will pause the pumps and disrupt the interface in the centrifuge channel. 95 of these were the alarm ¿inlet pressure was too low¿. This alarm is raised when the inlet pressure sensor detects a lower-than-expected reading. It may be caused if the inlet patient access was not properly positioned, if the inlet line was obstructed, or if the flow rate was too high for the size of the inlet access used. In this case, as a response to the high number of access pressure alarms, the operator frequently changed the inlet flow rate, correctly lowering it at times and raising it shortly after. It may be necessary for the operator to maintain a low flow rate for longer to address access pressure alarms. Ensuring the patient access is appropriately sized, nothing is blocking the access, the inlet flow rate is not too high, and generally controlling access issues is important as these can greatly contribute to the success of a procedure. In addition, aim image review showed evidence of some clumping occurring in the channel connector throughout this procedure. It is important to maintain adequate anticoagulation for the blood to properly separate and minimize the opportunity for platelet clumping to occur. The inlet:ac ratio necessary to maintain adequate anticoagulation varies for each patient and may not be related to the patient¿s hct or platelet count. In addition, the required inlet:ac ratio may not remain constant throughout the procedure. Because of this, the likelihood for platelet clumping to occur during a run is difficult to predict. Therefore, every procedure should be observed for clumping in the connector. It may appear in the interface and make the interface look wavy. If a clump is observed, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet:ac ratio to 8 until the clump disappears, which may take up to 100 ml of inlet volume processed. If the clump persists, it may become a clot, which is much more difficult and sometimes impossible to eliminate. In this case, the operator did not decrease the inlet:ac ratio at any time during this procedure. However, review of the dlog shows all safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. The rlad and reservoir level sensors were found to be working as appropriate. No clear root cause was found for air reported in the blood warmer tubing. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Blood warmer tubing lot# 32085432 a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: review of the dlog and associated aim images does not show a clear root cause for the occurrence of air in the blood warmer tubing. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: luer connection from the return line to the blood warmer is placed too high luer connection from the return line to the blood warmer is not tightly closed blood warmer equipment creates outgassing in the tubing when warming of the fluid passing through the warmer such as cold replacement fluid clumping in the channel connector a root cause assessment was performed for the allergic reactions. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: hypersensitivity to the ethylene oxide used to sterilize the disposable set. Hypersensitivity to the components inside the disposable set. Patient¿s underlying disease state or sensitivity to the apheresis procedure. A root cause assessment was performed for the clumping identified in the dlog. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: the inlet/anti-coagulant ratios used in the procedure were inadequate to keep the extracorporeal circuit properly anti-coagulated, resulting in the activation of platelets. Activation of platelets because of the patient's physiology.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Review of the dlog and associated aim images does not show a clear root cause for the reported air in the blood warmer tubing of the return line at roughly 3/4 through the procedure. The dlog shows there was no alarm raised from return line air detector (rlad) for air in the return line. The rlad is located on the bottom left corner of the return pump, inside the return pump housing. It will constantly monitor for air flowing downstream of the return pump during procedural operation. If air is detected by this sensor during the procedure, an alarm will raise, and the pumps will be paused to perform air removal. No alarm was raised by the rlad during this procedure. The operator paused the procedure 5 times after 160 minutes into the procedure. If the rlad does not raise an alarm for air moving past it and the operator confirms there is air in the blood warmer tubing it is possible the air entered the tubing from the luer connection between the blood warmer tubing and the return line. It was confirmed with the dlog that the operator configured optia to use a blood warmer during this procedure. It is possible for air to enter the blood warmer tubing if the luer connection from the return line to the blood warmer tubing is placed 20 inches higher than the patient access site and/or if it is not tightly closed. In the case which air is introduced from the site of this luer connection then it cannot be detected by the rlad since it is downstream of the sensor near the return pump. Therefore, it is important to take the appropriate actions to prevent air from entering the blood warmer tubing. To do this, the operator should ensure the luer connection from the return line to the blood warmer tubing is tight and put the luer connection no higher than 20 in (50 cm) above the return access site. The optia system has two safety mechanisms to detect air in the system and prevent it from being returned to the patient. The primary system is the reservoir level sensors which houses the fluid before it is returned to the patient. The secondary safety mechanism is the return line air detector (rlad). Both safety systems were verified to be functional and did not indicate air was present in the set. Terumobct.com there were a large number of alarms raised during this procedure. A total of 119 alarms were raised in 182 min of procedure time. The frequent occurrence of alarms can affect the performance of a procedure since these alarms will pause the pumps and disrupt the interface in the centrifuge channel. 95 of these were the alarm ¿inlet pressure was too low¿. This alarm is raised when the inlet pressure sensor detects a lower-than-expected reading. It may be caused if the inlet patient access was not properly positioned, if the inlet line was obstructed, or if the flow rate was too high for the size of the inlet access used. In this case, as a response to the high number of access pressure alarms, the operator frequently changed the inlet flow rate, correctly lowering it at times and raising it shortly after. It may be necessary for the operator to maintain a low flow rate for longer to address access pressure alarms. Ensuring the patient access is appropriately sized, nothing is blocking the access, the inlet flow rate is not too high, and generally controlling access issues is important as these can greatly contribute to the success of a procedure. In addition, aim image review showed evidence of some clumping occurring in the channel connector throughout this procedure. It is important to maintain adequate anticoagulation for the blood to properly separate and minimize the opportunity for platelet clumping to occur. The inlet:ac ratio necessary to maintain adequate anticoagulation varies for each patient and may not be related to the patient¿s hct or platelet count. In addition, the required inlet:ac ratio may not remain constant throughout the procedure. Because of this, the likelihood for platelet clumping to occur during a run is difficult to predict. Therefore, every procedure should be observed for clumping in the connector. It may appear in the interface and make the interface look wavy. If a clump is observed, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet:ac ratio to 8 until the clump disappears, which may take up to 100 ml of inlet volume processed. If the clump persists, it may become a clot, which is much more difficult and sometimes impossible to eliminate. In this case, the operator did not decrease the inlet:ac ratio at any time during this procedure. However, review of the dlog shows all safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. The rlad and reservoir level sensors were found to be working as appropriate. No clear root cause was found for air reported in the blood warmer tubing. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Blood warmer tubing lot# 32085432 a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that during a red blood cell exchange (rbcx) procedure they noticed air in the blood warmer tubing. They had an alarm because the normal saline bag went dry. They customer did the trouble shooting for the air in the line and they were able to continue the run. Luer connections were tight and there was no clotting in the channel or return reservoir patient is in stable condition. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the dlog and associated aim images does not show a clear root cause for the reported air in the blood warmer tubing of the return line at roughly 3/4 through the procedure. The dlog shows there was no alarm raised from return line air detector (rlad) for air in the return line. The rlad is located on the bottom left corner of the return pump, inside the return pump housing. It will constantly monitor for air flowing downstream of the return pump during procedural operation. If air is detected by this sensor during the procedure, an alarm will raise, and the pumps will be paused to perform air removal. No alarm was raised by the rlad during this procedure. The operator paused the procedure 5 times after 160 minutes into the procedure. If the rlad does not raise an alarm for air moving past it and the operator confirms there is air in the blood warmer tubing it is possible the air entered the tubing from the luer connection between the blood warmer tubing and the return line. It was confirmed with the dlog that the operator configured optia to use a blood warmer during this procedure. It is possible for air to enter the blood warmer tubing if the luer connection from the return line to the blood warmer tubing is placed 20 inches higher than the patient access site and/or if it is not tightly closed. In the case which air is introduced from the site of this luer connection then it cannot be detected by the rlad since it is downstream of the sensor near the return pump. Therefore, it is important to take the appropriate actions to prevent air from entering the blood warmer tubing. To do this, the operator should ensure the luer connection from the return line to the blood warmer tubing is tight and put the luer connection no higher than 20 in (50 cm) above the return access site. The optia system has two safety mechanisms to detect air in the system and prevent it from being returned to the patient. The primary system is the reservoir level sensors which houses the fluid before it is returned to the patient. The secondary safety mechanism is the return line air detector (rlad). Both safety systems were verified to be functional and did not indicate air was present in the set. Terumobct.com there were a large number of alarms raised during this procedure. A total of 119 alarms were raised in 182 min of procedure time. The frequent occurrence of alarms can affect the performance of a procedure since these alarms will pause the pumps and disrupt the interface in the centrifuge channel. 95 of these were the alarm ¿inlet pressure was too low¿. This alarm is raised when the inlet pressure sensor detects a lower-than-expected reading. It may be caused if the inlet patient access was not properly positioned, if the inlet line was obstructed, or if the flow rate was too high for the size of the inlet access used. In this case, as a response to the high number of access pressure alarms, the operator frequently changed the inlet flow rate, correctly lowering it at times and raising it shortly after. It may be necessary for the operator to maintain a low flow rate for longer to address access pressure alarms. Ensuring the patient access is appropriately sized, nothing is blocking the access, the inlet flow rate is not too high, and generally controlling access issues is important as these can greatly contribute to the success of a procedure. In addition, aim image review showed evidence of some clumping occurring in the channel connector throughout this procedure. It is important to maintain adequate anticoagulation for the blood to properly separate and minimize the opportunity for platelet clumping to occur. The inlet:ac ratio necessary to maintain adequate anticoagulation varies for each patient and may not be related to the patient¿s hct or platelet count. In addition, the required inlet:ac ratio may not remain constant throughout the procedure. Because of this, the likelihood for platelet clumping to occur during a run is difficult to predict. Therefore, every procedure should be observed for clumping in the connector. It may appear in the interface and make the interface look wavy. If a clump is observed, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet:ac ratio to 8 until the clump disappears, which may take up to 100 ml of inlet volume processed. If the clump persists, it may become a clot, which is much more difficult and sometimes impossible to eliminate. In this case, the operator did not decrease the inlet:ac ratio at any time during this procedure. However, review of the dlog shows all safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. The rlad and reservoir level sensors were found to be working as appropriate. No clear root cause was found for air reported in the blood warmer tubing. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Blood warmer tubing lot# 32085432 investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that during a red blood cell exchange (rbcx) procedure they noticed air in the blood warmer tubing. They had an alarm because the normal saline bag went dry. They customer did the trouble shooting for the air in the line and they were able to continue the run. Luer connections were tight and there was no clotting in the channel or return reservoir patient is in stable condition. The collection set is not available for return because it was discarded by the customer.